Event description:
A conducer heat exchanger (lot fk15) included in a convenience kit (cardiovascular procedure kit #63630) exhibited evidence of blood clotting during ECMO use. The device was changed out and an alternate conducer (lot ff09) was incorporated into the circuit with similar results. The second conducer was removed from the circuit and the procedure was completed without use of the conducer device. The procedure was completed without further incident and there was no harm or injury to the patient.